Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an inoperative "select" button on the channel a keypad was confirmed during product evaluation. This condition was caused by fluid intrusion. The pump head module (phm) keypad was replaced to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service events, the phm keypad was replaced. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92. This issue has been escalated to CAPA.

Event description:
Baxter (B)(4) received a report of a colleague infusion pump with inoperative "select" button on the channel a keypad. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.